Event description:
The customer reported an access 2 immunoassay system generated nonreproducible troponin I (accutni+3) results. The customer later provided instrument data, which indicates that the customer continued to use the instrument to test patient samples. This MDR reports the results generated on (B)(6) 2014 for one patient sample; the customer reported that on (B)(6) 2014, an access 2 immunoassay system generated an elevated accutni+3 result for one patient sample. The patient sample was repeated on the same instrument, which generated a lower accutni+3 result. The customer provided these accutni+3 results verbally. The customer is not aware of any impact to patient treatment as a result of this event. The customer noted that after the event, the instrument failed calibration for a different assay and failed system check. The customer also noted that quality control (qc) results were within range prior to and after the event, though there were occasional fliers.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument on november 13, 2014. The fse made several proactive repairs. The fse then primed the system and noted foam in the wash pump. The wash pump was replaced to resolve the foaming issue. A system check was performed with passing results. During a high sensitivity system check, the fse noted sample counts outside limits and dark count errors; the fse determined the luminometer cable was causing inconsistent relative light unit (rlu) values. The fse returned to the site on november 17, 2014 to replace the luminometer cable. Afterwards, a system check was performed with passing results, but a high sensitivity system check failed the lumwash portion. The fse order additional parts and returned to the site on november 18, 2014. The fse removed and replaced the bearings and pulleys of the incubator belt. The fse also replaced the 10t mixer pulley, all three roller assemblies, incubator belt, and reaction vessel clips. Instrument performance was verified with a system check and a high sensitivity system check; results met published performance specifications. All mdrs associated with this event: 2122870-2014-00793; 2122870-2014-00794.